Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: a vyaire field service representative (fsr) evaluated the device onsite and verified the reported problem. To resolve this issue, the main display was replaced. During testing it was found that the exhalation valve and main board were defective. The exhalation valve was replaced, and the main board is placed on order. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information is available.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator display went black while on a patient but the vent continued to operate properly until they could switch it out with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.